Manufacturer narrative:
Product event summary: analysis confirmed the analyzer does not always make a connection with the programmer. The analyzer was out of electrical specification and failed incoming functional testing. It was replaced.

Event description:
It was reported that the analyzer connection does not always make a connection with the programmer and that the product has been returned to service. No patient complications have been reported as a result of this event.